Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 drawer controller board and module controller board was failed. A field service engineer found 4.1 and 4.2 was not detected on bus, no lights on boards, replaced the module controller and plugged 4.1 drawer controller, the new module controller died, replaced both drawer controller on 4.1 and module controller on 4.1 and 4.2 configured the drawer the issue was resolved, the drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station failed to power on. Customer stated that station was unplugged and reconnected, but the attempt was unsuccessful, and the unit remained powered off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.